Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that patient underwent a revision procedure of his artificial urinary sphincter (aus) due to malfunctioning device and possible urethra atrophy. All components were explanted and replaced. No adverse patient effects.